Event description:
Related manufacturer reference number: 2017865-2022-05330. It was reported that the patient presented in clinic for a lead implant procedure. During the procedure, prior to implanting the lead, the lead was unable to retract the helix after multiple attempts. A replacement lead was used. The replacement lead was unable to extend the helix. Another replacement lead was used to complete the procedure successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil.